Event description:
Back up on portable x-ray machine malfunctioned and would not turn off. Potential to injure staff or patients if they were hit by this device. Per manufacturer response to the hospital, dmc board replaced.